Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage found inside the pump noted during testing. The insulin pump was also received with missing end cap sticker. (B)(4).

Event description:
The customer's mother reported via phone call that they received a button error alarm. The customer's blood glucose was 177 mg/dl at the time of incident. The customer's mother was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.